Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 29-year-old female patient who had essure (batch no. 12486522) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspnoea exertional, migraine, obesity and neuroma. Concurrent conditions included mitral regurgitation and morton's neuroma. Concomitant products included topiramate and zolmitriptan. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced bladder disorder ("bladder problem or changes"), urinary incontinence ("urinary problems or changes/bladder incontinence/ period of time with a bladder incontinence when pressure put on bladder."), dysmenorrhoea ("dysmenorrhea (cramping)/extreme pain during menstrual cycle"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adnexa uteri pain ("ovary area in abdomen pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy(full) (uterus and cervix removed)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, adnexa uteri pain, bladder disorder, urinary incontinence, dysmenorrhoea, vaginal haemorrhage, menorrhagia and abdominal pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, bladder disorder, dysmenorrhoea, menorrhagia, pelvic pain, urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: she needs an additional surgery. Essure removal date mentioned as (B)(6) 2013 in pfs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Pathology test - on an unknown date: myometrium: no abnormalities identified. Cervix: no abnormalities identified. Serosa: unremarkable. Left tubal device: consistent with prior tubal ligation. Most recent follow-up information incorporated above includes: on 26-feb-2019: pfs received : lot number added. Onset dates for events and concomitant conditions added. Event of "did not undergo an essure confirmation test" deleted. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included dyspnoea exertional, migraine, obesity and neuroma. Concomitant products included topiramate and zolmitriptan. In (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain"). In (B)(6), the patient had essure inserted. In (B)(6) 2012, the patient experienced urinary incontinence ("urinary problems or changes/bladder incontinence") and dysmenorrhoea ("dysmenorrhea (cramping)/extreme pain during menstrual cycle"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adnexa uteri pain ("ovary area in abdomen pain"), bladder disorder ("bladder problem or changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, adnexa uteri pain, bladder disorder, urinary incontinence, dysmenorrhoea, vaginal haemorrhage, menorrhagia and abdominal pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, bladder disorder, dysmenorrhoea, menorrhagia, pelvic pain, urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: she need for additional surgery. Essure removal date mentioned as (B)(6) 2013 in pfs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion most recent follow-up information incorporated above includes: on 25-oct-2018: pfs received: following events abnormal bleeding (vaginal), menorrhagia, abdominal pain, bladder incontinence were added. Lab data added. Concomitant medications added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 29-year-old female patient who had essure (batch no. 12486522 , 863568) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspnoea exertional, migraine, obesity and neuroma. Concurrent conditions included mitral regurgitation and morton's neuroma. Concomitant products included topiramate and zolmitriptan. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced bladder disorder ("bladder problem or changes"), urinary incontinence ("urinary problems or changes/bladder incontinence/ period of time with a bladder incontinence when pressure put on bladder."), dysmenorrhoea ("dysmenorrhea (cramping)/extreme pain during menstrual cycle"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adnexa uteri pain ("ovary area in abdomen pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy(full) (uterus and cervix removed)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, adnexa uteri pain, bladder disorder, urinary incontinence, dysmenorrhoea, vaginal haemorrhage, menorrhagia and abdominal pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, bladder disorder, dysmenorrhoea, menorrhagia, pelvic pain, urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: she needs an additional surgery. Essure removal date mentioned as (B)(6) 2013 in pfs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Pathology test - on an unknown date: myometrium: no abnormalities identified. Cervix: no abnormalities identified. Serosa: unremarkable. Left tubal device: consistent with prior tubal ligation. Lot number:12486522, manufacture date:2011-04, expiration date: 2014-01. Lot number: 863568, manufacture date:2011-05, expiration date: 2014-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)") and adnexa uteri pain ("ovary area in abdomen pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, bladder disorder, urinary tract disorder, dysmenorrhoea and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, bladder disorder, dysmenorrhoea, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: she need for additional surgery. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received, reporter added, product information updated, event added as :- bladder or urinary problems or changes, dysmenorrhea (cramping),did not undergo an essure confirmation test. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 29-year-old female patient who had essure (batch no. 12486522 l, 863568 r) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspnoea exertional, migraine, obesity and neuroma. Concurrent conditions included mitral regurgitation and morton's neuroma. Concomitant products included topiramate and zolmitriptan. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced bladder disorder ("bladder problem or changes"), urinary incontinence ("urinary problems or changes/bladder incontinence/ period of time with a bladder incontinence when pressure put on bladder."), dysmenorrhoea ("dysmenorrhea (cramping)/extreme pain during menstrual cycle"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adnexa uteri pain ("ovary area in abdomen pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy(full) (uterus and cervix removed)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, adnexa uteri pain, bladder disorder, urinary incontinence, dysmenorrhoea, vaginal haemorrhage, menorrhagia and abdominal pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, bladder disorder, dysmenorrhoea, menorrhagia, pelvic pain, urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: she needs an additional surgery. Essure removal date mentioned as (B)(6) 2013 in pfs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Pathology test - on an unknown date: myometrium: no abnormalities identified. Cervix: no abnormalities identified. Serosa: unremarkable left tubal device: consistent with prior tubal ligation.. Most recent follow-up information incorporated above includes: on 7-mar-2019: pfs received. Reporters added. Lot number updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she need for additional surgery incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.